Event description:
A report was received that the patient was prescribed lidoderm patches for the pocket pain. No further action will be taken.

Event description:
A report was received that the patient was prescribed lidoderm patches for the pocket pain. No further action will be taken.

Manufacturer narrative:
Only 30 day report should have been checked. This is not a 5 day report.